Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was dripping out and they are unable to exit the "load reservoir" process. Customer stated that they did not receive complete status with next highlighted on the screen. Customer's current blood glucose was not given. Customer advised discontinue use of the pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomaly or noise anomaly noted. The motor was tested outside of device and passed.